Event description:
It was reported that the patient was seen in the hospital due to a syncopal episode. Interrogation of the pacemaker with a programmer noted the device had reverted to safety mode. The root cause of the syncope was found to be related to the operation of the device in safety mode, which, resulted in oversensing and pacing inhibition with greater than two seconds of asystole. A device replacement procedure was planned for the following day. During the procedure, the insulation on this right atrial (ra) lead was showing signs of decay. The field representative contacted technical services (ts) to inquire about plugging the atrial port of the replacement device as the patient is in chronic atrial fibrillation (af). Ts discussed the option of plugging the atrial port and programming the device to vvi with atrial daily measurements off, or implanting a single chamber device. The device was explanted and replaced, and this ra lead was connected to the header of the replacement device and remains in service. No adverse patient effects were reported.